Event description:
A customer reported a sensor error message upon scanning the adc device. Due to this, the customer was unable to obtain readings and became hypoglycemic, shaky, and experienced seizure and loss of consciousness. The customer's mother obtained an unspecified capillary result and administered glucagon for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. The sensor kit expiration date is 21-may-2022. The medical event associated with this complaint occurred on (B)(6) 2022 which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the sensor was expired at the time of use, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.